Event description:
Spacelabs module 91496 options 1ahmrsw vers. V2.03.06. Medical personal stated spo2 reflects "faulty sensor replace sensor" regardless of which sensor is used. Biomed confirmed during bench test. Same sensor would work on another module. This module was one of 8 procured september 12. Exact same problem occurred on another unit from this group of modules and is awaiting vendor warranty repair.